Manufacturer narrative:
Neither of the following outcomes resulted from the incident: death, life threatening situation, hospitalization, serious medical event, disability/permanent damage, congenital anomaly/birth defect, and required intervention to prevent permanent impairment/damage to the patient. Dr. (B)(6) decided to leave the tine in the patient's body as is.

Event description:
The doctor was using the trident needle on the patient, but when he deployed the tines and pulled out the needle from the patient, one of the 3 tines was missing. CT scan indicated that the missing tine was inside the patient's body. The needle was collected and brought back to the distributor's sales rep's office to check, but no defects were found inside the needle. The procedure was completed by switching the trident needle to another type of needle (rf needle). The patient was fine throughout the whole procedure. The doctor decided to leave the tine inside the patient.

Manufacturer narrative:
Investigation of the device showed that the nature and location of the tine damage is indicative of mechanical forces being applied to the tine after it has been extruded to its fully deployed position. There was no prior material defect of the broken tine. Investigation concluded that the incident was caused by improper usage of the device; the user did not follow the warnings and instructions provided in the instructions for use for the device.